Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (3000 mcg/ml at 600 mcg/day) via an implantable infusion pump. It was reported that the patient¿s pump had moved more superficial over time. A pocket revision was performed. The hcp was concerned it would break through. It was unknown if there were any environmental/external/patient factors that contributed to the event. It was unknown if troubleshooting was performed. The issue was resolved at the time of the report. The patient's weight and medical history were asked but were unknown. The status of the patient was ¿alive ¿ no injury¿.